Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type :lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 15-dec-2020, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 27-jul-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative on (B)(6) 2022 who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient was in office for reprogramming today with mdt rep. Mdt rep stated that the reprogramming was done to optimize the therapy because the leads had moved after spine surgery. The pt also reported that their remote only turns the implant on/off but does not respond when the up/down arrows are pressed. Caller was with a manufacturer representative (rep) for reprogramming who performed troubleshooting. The rep confirmed there were no impedance issues and his samsung tablet responds to the patient's implant. The controller up and down arrows are not working, controller does not respond to increase/decrease but patient can turn stim on/off with white button. A replacement controller was sent out to the patient. No symptoms were reported. Additional information was received from the patient on june 30th, 2022. The pt called back stating they received the new controller this morning but was still experiencing the same issues. Pt would go to adjust their stimulation on group a but it would not increase or decrease; pt could only turn the stimulation on or off for there was no middle ground. The pt's manufacturer representative (rep) redirected pt to call patient services to see if anything could be done, patient services (pss) redirected pt to their medtronic representative for further assistance. Pt mentioned recently having surgery in march since the leads moved in back surgery. After that, program 1 was for their right side and program 2 was for their left side, pt noticed after the surgery that the left side was not responding and they would wake up in the middle of the night for it would zap them. The pt's rep made the adjustments and set it at a strength but pt could not get the intensity to adjust. Pt noted if they go into group a, there use to be other icons other than the lightning bolt. Additional information was received from the manufacturer representative on july 10th, 2022. The rep reported that they had no information as to why the pt had spinal surgery. The pt's healthcare provider (hcp) does plan on revising the moved leads.